Event description:
Caller reported a malfunction on the pump. The impact on the customer's blood glucose level was not adverse, as it did not exceed 500 mg/dl. Cts arranged to replace the pump with one having updated software and advised the caller on the necessary steps to prepare for and use the new pump. The caller was also instructed on returning the malfunctioning pump, and a signature was required for the delivery of the replacement.